Event description:
Additional information was received indicating lead insulation damage was suspected. Diagnostic imaging and provocative testing was performed and no anomalies were noted. The patient was stable and will continue being monitored.

Event description:
It was reported, noise resulting in oversensing and inappropriate mode switching was observed on the right atrial (ra) lead. No intervention has been performed at this time. The patient was stable and will continue being monitored.